Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer delivered a correction bolus via the pump to address bg. The customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.